Manufacturer narrative:
Tracking no: (B)(4). All the information included on this report is the only information that has been provided by the reporter.

Event description:
According to the reporter: during a roux -en-y gastric bypass, a suture was utilized during a critical portion of the case. The suture sheared in two places, causing bleeding to the patient. The suture had to be replaced.